Event description:
A peritoneal dialysis (pd) patient's clinic reported the patient's pd catheter malfunctioned. The patient was referred for a kub and pd catheter revision. The patient reverted modalities and was temporarily on back-up hemodialysis pending the pd catheter revision. The catheter is not a fresenius product line. Additionally, there was no allegation against any fresenius products. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).